Event description:
It was reported that the 9800 system had a collimator iris potentiometer, iris stuck, and temp sensor failure error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane and the secondary collimator were installed during the service call. The system was tested and found to be working as intended and put back into service.